Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss could not be tested as some of the components were not returned. The posterior foot was separated and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Reportedly, the foot break did not occur in the patient therefore it was likely due to post procedure handling or as a result of packaging and shipment back to abbott vascular for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, when the plunger was removed, no suture was present. A second proglide was attempted but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.